Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with the pump. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was taken to the hospital and was treated with insulin drip. The customer reported drive support cap to appear normal. The insulin pump passed the high pressure test. The product was not returned for analysis.